Event description:
It was reported that the customer had high blood glucose and was taken to the hospital. Customer's blood glucose reading was high at the time of admission. Caller was inquiring about the settings on the insulin pump. Advised how to go through the insulin pump and look at the settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.